Event description:
The guide wire separated during the procedure and was successfully snared and removed from the pt. The physician inserted the introducer sheath into the pt and inserted the guide wire into the pt. The physician was having difficulty with the introducer sheath and removed the sheath from the pt over the guide wire. The physician inserted a new introducer sheath and a dilator over the guide wire and felt resistance at the access site of the pt's sublavian vein. The physician pushed on the dilator and the guide introducer sheath vigorously and the guide wire separated. The physician removed the damaged section of the guide wire from the pt, however the separated section became lodged in the pt's vein. The physician asked for assistance from a interventional radiologist that was able to insert a snare through the femoral artery and sucessfully removed the separated section of the guide wire from the pt. The pt is reported to be fine.